Event description:
On (B)(6) 2025, a 53-year-old female patient presented to the emergency department with complaints of chest pain and shortness of breath. Cardiac catheterization revealed a thrombus extending from the left main coronary artery into the left anterior descending and circumflex coronary arteries. An impella cardiac support device was placed, and percutaneous coronary intervention was performed on the left main to left anterior descending artery and the circumflex artery. Later that day, the patient experienced an episode of ventricular fibrillation and required one defibrillation shock. The impella device was subsequently removed on (B)(6) 2025.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product returned: ppae( cardiac arrest, arrhythmia) : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.